Manufacturer narrative:
Additional information was provided in d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the associated cartridge and handpiece are qualified for use with the lens. The indicated viscoelastic is not qualified for use with any combination. The product investigation could not identify a root cause. The product was not returned. A non-qualified viscoelastic was indicated. The indicated viscoelastic is not qualified for use with any combination. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery with an intraocular lens (iol) implantation, a white substance was found in the optic after the iol loading. The iol was removed from the patient's eye and replaced with another iol. Additional information has been requested.